Manufacturer narrative:
Age/date of birth, weight: ni. (B)(4): this is the initial report. Tidi products has been in contact with the initial reporter and is in the process of obtaining further information and will be investigating. Note: it was reported by the patient care manager that after the procedure the patient reported soreness, bruising, redness, and swelling in the area of the right forearm lateral aspect above the elbow. Customer not responsive.

Event description:
The patient care manager recently experienced issues with patient injury during a heart catheterization procedure with the use of the arm-ir04.